Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with off no power. The patient's blood glucose at the time of incident was 48 mg/dl, which she treated by eating a sweet. Troubleshooting was initiated for the off no power alarm. A low battery alert was not received prior to the alarm. The customer confirmed that the pump had not been bumped or dropped. The battery cap was not loose, cracked, or damaged either. This occurrence of the off no power alarm was the first without a low battery warning. The customer was advised to insert a new energizer aaa alkaline battery and to monitor the pump and call back if the issue recurs. The customer inserted the new battery and rewound the pump. She then performed a self test on the pump and stated that the piston was going slow during the rewind. No products were shipped or returned.